Event description:
It was reported the patient had been having problems for the past two weeks and the day of the report and the day prior were the worst. The implant was in the patient¿s left side and it was hurting ¿really bad.¿ this started three days prior. It was also stated the patient¿s pee ¿just came out.¿ the patient was not able to hold it and there was ¿a lot¿ of pee right after it started hurting at the implant site. No falls or traumas were noted. It was noted that every time the patient would walk, they felt a ¿pinched nerve/electrical shock¿ in their left leg. This started about 3-4 days prior. The left leg was also swollen. A few days later, it was stated the patient had a return of symptoms. The patient was peeing all over herself and ¿a lot of water¿ when they were at the bank. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va04kkk, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).